Event description:
It was reported that a pump was programmed to deliver 250ml of phenylephrine at a rate of 20ml/hr. The pump indicated that the infusion was in progress, however, it was observed that no medication was being delivered. The customer also stated that the pt's blood pressure dropped and once the pump was replaced and the medication was delivered, the pt's blood pressure was stabilized.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation, and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.